Event description:
"Glucometers using these strips were reading less than 20 but a different bottle of strips read 142."

Manufacturer narrative:
No product was returned for evaluation. Retained nova statstrip glucose test strips (lot # 0324008249) were used for the complaint investigation. Testing included five (5) levels of whole blood specimens collected from consenting adults. Five (5) nova statstrip glucose meters were used for the study. Four (4) measurements were performed on each meter for each sample (20 measurements total). Plasma ysi glucose results were used as reference values for the whole blood specimens. Retained nova statstrip glucose test strips (lot # 0324008249) meet the performance acceptance criteria for blood specimens for testing done using retained nova statstrip glucose meters. There were no discrepant values obtained during the testing of retained nova statstrip glucose test strips (lot # 0324008249). The results described in the complaint were not reproduced. A root cause could not be conclusively identified based on the results of the investigation.